Event description:
The radiology tech locked the brake on a swissray radiology table in preparation for patient transfer. They pulled the stryker gurney next to the radiology table and locked the gurney. The patient was transferred. The radiology table moved and the patient fell on the floor. The patient hit their head. The technician was certain both surfaces had been locked.